Event description:
It was reported that the remb sag saw heated up during testing at the user facility. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the nose housing assembly was found to be corroded and the eccentric ball bearing on the driver was found to be damaged. The presence of corrosion in the nose housing assembly and damaged bearings could cause or contribute to the handpiece overheating.